Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip xtw was successfully implanted. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, the patient reported experiencing tachycardia. A follow-up transthoracic echocardiogram (tte) occurred and a single leaflet detachment (slda) was visualized and the clip was no longer attached to the septal leaflet.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported incomplete coaptation- single leaflet detachment (slda) was likely caused by the septal leaflet being markedly tethered and restricted, which contributed to tension on the leaflet. The reported tricuspid regurgitation (tr) and tachycardia are cascading effects of the reported incomplete coaptation. Additionally, the reported patient effects of tricuspid regurgitation and cardiac arrhythmias (tachycardia) are known possible complications associated with triclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip xtw was successfully implanted. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, the patient reported experiencing tachycardia. A follow-up transthoracic echocardiogram (tte) occurred and a single leaflet detachment (slda) was visualized and the clip was no longer attached to the septal leaflet.